Event description:
It was reported that hair was present in the inner wrap of the closed wound suction kit. Per follow-up call on 22jun2021, the customer stated that there was hair on the inside of the wound suction kit wrapping. The product was not used on any patient.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (within original packaging), unused 3 spring evacuator. Visual inspection of the sample that there was a hair inside the packaging on top of the evacuator. This does not meet the specification "no loosen hair in product is permitted". A potential root cause for this failure could be ¿no follow up to the production areas cleaning procedure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d, e, h. H11: section a through f - the information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hair was present in the inner wrap of closed wound suction kit.